Event description:
It was observed during the device inspection that the lens base was damaged (cracked). There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the light source could not be properly adjusted due to the lens base being damaged. The root cause for the damage was not determined. Olympus will continue to monitor field performance for this device.